Manufacturer narrative:
Maquet cardiopulmonary gmbh was requested product. Quadrox-I pediatric was received. The sample was primed. The sample was rinsed with water. And leak test was performed. A leak was detected on the luer lock of the temperature probe. Crack was detected on the luer lock of the blood outlet connector (pos 7. Luer lock-outlet side-), which appears from the middle of the luer lock to the connector. Failure could be confirmed. Trend search was performed. 5 additional complaints were recorded in the last 12 months. The occurrence rate regarding this complaint is below the acceptance criteria. Thus, no remedial action required. A review for potential fscas related to this complaint was performed. The product in this complaint is not in scope of any fsca. No nc record was found related to this failure for this affected component. Device history record for complaint has been reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. The reported failure was identified as part of the current risk management file (dms#(B)(4) ). Mitigations for this specific failure are in place as per instruction for use warnings and design specifications. In addition, getinge cp antalya conducts 100% visual inspection for oxygenators in accordance with si-b-108 rev00. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The reported failure did not contribute to death or serious injury. In addition at this time it cannot be concluded that this is a systemic error. The occurrence rate regarding this complaint is below the acceptance criteria. Thus, no remedial action is required. No corrective action is needed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During the installation of the cec, the technician carried out the debubbling step of the cec, at this time a significant leak of blood took place at the level of the entry of the membrane of the oxygenator present state of the patient: there were no clinical consequences observed, it was the debulling stage of the cec, the surgical intervention had not yet started, the patient had just been anesthetized. Complaint: #(B)(4).